Event description:
A user facility charge nurse (cn) reported a dialyzer blood leak occurred during a patient¿s hemodialysis (hd) treatment. The cn stated the blood leak occurred immediately after initiation of the patient¿s hd treatment. The blood leak was internal and was visually observed on upper header of dialyzer. A blood leak test strip was used and tested positive for the presence of blood. It was confirmed that the machine, a fresenius 2008t, alarmed appropriately with a blood leak alert. No visible damage was identified on the dialyzer. The dialyzer was inspected closer after the event, and it was noted that blood had broken through the fibers around the upper header of the device. Fresenius bloodlines were also being utilized for the treatment. After the machine alarmed, the treatment was halted. The patient¿s blood was not returned; estimated blood loss (ebl) was reportedly 300 ml. The cn confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed their treatment after being re-setup with new supplies on the same machine. The dialyzer was reportedly available to be returned for physical evaluation.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility charge nurse (cn) reported a dialyzer blood leak occurred during a patient¿s hemodialysis (hd) treatment. The cn stated the blood leak occurred immediately after initiation of the patient¿s hd treatment. The blood leak was internal and was visually observed on upper header of dialyzer. A blood leak test strip was used and tested positive for the presence of blood. It was confirmed that the machine, a fresenius 2008t, alarmed appropriately with a blood leak alert. No visible damage was identified on the dialyzer. The dialyzer was inspected closer after the event, and it was noted that blood had broken through the fibers around the upper header of the device. Fresenius bloodlines were also being utilized for the treatment. After the machine alarmed, the treatment was halted. The patient¿s blood was not returned; estimated blood loss (ebl) was reportedly 300 ml. The cn confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed their treatment after being re-setup with new supplies on the same machine. The dialyzer was reportedly available to be returned for physical evaluation.

Manufacturer narrative:
H3 plant investigation: the complaint device was returned to the manufacturer for physical evaluation. The sample was received with rinsed remnants of residual blood within the fibers and headers indicative of usage and clinic decontamination. The sample was subjected to a laboratory bubble point test, where an internal leak was detected at approximately 20 degrees (with the dialysate ports at 0 degrees). The sample was then disassembled for further evaluation where the cause for the leak was observed to be a potted fiber fragment. The fragment was laying horizontally beneath the pu with 1.14mm above the pu surface. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. The investigation into the complaint was able to confirm the reported event. There is no recall associated with this complaint. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas 2018-0171 (vision systems) and 1141369 (blood leak reduction) are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.